Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system displayed a "charger fail" error and the system will not produce x-rays during this error. There was no report of patient injury.